Manufacturer narrative:
Event conclusion: reliability assurance testing found the device to meet return specification.

Event description:
Cpi learned that the ICD was explanted on 7/24/1997. The lead system was capped. The rate sensing/pace leads were not mfg by cpi.